Event description:
Paramedics responded to a person in cardiac arrest. The device was used to deliver multiple shocks to the pt. The pt was delivered to the hospital ed. The pt's outcome is unknown, but there were no reports of any adverse affects as a result of the use of the device. An inspection of the device immediately susbsequent to its use discovered that paddles lead could not be selected as a lead and a low voltage pin from the therapy cable was boken off.